Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic totally extra pre-peritoneal procedure, the device, little ring broke from device and fell into abdominal cavity. They were able to removed the component from the patient cavity. It was also reported that the balloon would not deflate. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a photographic evaluation and physical evaluation of the device. The visual inspection of the returned photos noted: that the photos depict the disengaged valve seal. The visual inspections noted that the valve seal was disengaged. The obturator, lock collar, trocar balloon and dissector balloon were received. The inflation syringe was not received. The insufflation bulb was received. A review of the device history records for the trocar indicates the product was released meeting all quality release specifications at the time of manufacture. However, a manufacturing fault was identified during product analysis. The root cause of the observed disengaged seal was determined to be a result of a manufacturing activity. An insufficient amount of adhesive silicone was applied which resulted in the lack of adherence of the seal. A process improvement has been initiated to prevent this condition from recurring. The reported condition of component disengaged, balloon would not inflate and ring broken has been confirmed. If information is provided in the future, a supplemental report will be issued.